Event description:
It was reported that during a neck dissection parathyroidectomy procedure, the device tissue pad flaked off during the activation. The tissue pad is still attached to the jaw of the device. When the blade is activating, the back portion of the pad is falling off of the device. No x-ray was taken. No piece fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.